Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) had low pacing impedance. The patient was asymptomatic. Programming changes were implemented, and the patient was stable post intervention.